Manufacturer narrative:
A steris service technician inspected the surgigraphic table and found that the lock out switch on the palm control was not functional and visibly damaged. The technician replaced the palm control and returned the table to service. The table is not under a steris service contract. An in-service training was completed regarding the proper maintenance and operation of the table.

Event description:
The user facility reported that the surgigraphic table tilted to the left and to the right without prompting by an operator. The table was unplugged by a facility employee to stop movement and the patient was removed. There was no injury to the patient or hospital staff.